Event description:
The customer reported being in the emergency room due to high blood glucose of 400mg/dl, and she stated that the insulin pump did not seem was functioning. The caller did not remember how long she was in the hospital, but when she was released she was fine. The customer mentioned that sometimes the insulin pump alarmed no delivery, but she declined to troubleshoot. Previously the customer called to report that her pump was stolen. Days later, the customer called back to perform the testing. During the call, it was found that the customer was using a lot 8 infusion set. Advised the caller to throw away the set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.